Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: pacu rn. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the following reported information: when the tr band was applied, 16 ml's air was injected into the band. Within minutes when the pacu rn went to titrate air, there was no air in the back. The balloons deflated on their own. There was no harm to patient. It was unclear where the leak came from. Hemostasis was achieved only for a few minutes before the balloons started to deflate on their own. The blood loss was less than 250cc. They were unable to determine the leak location without the quality team.